Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the highly calcified and tortuous left circumflex artery (lcx). Following predilation with flextome and with emerge balloon catheter, a 2.50x20mm promus premier stent was selected for use and advanced to treat the lesion. However, the stent became stuck on the distal edge of a non bsc guide catheter extension and the stent came off the delivery system unto the wire while pulling the stent back into the guide extension catheter. Another balloon catheter was inserted to deploy the stent up proximal to the lesion. The procedure was completed with a different device. No patient complications were reported.